Event description:
Patient placed on table and procdure started soon after. Bmw wire inserted then turnpike was inserted. Turnpike was removed soon after. Tip on turnpike was retained in vessel; noted on fluoroscopy.